Event description:
It was reported that the cement was mixed as per instructions for use in a trh procedure. The customer further reported that approx 3/4 was used and a stem was implanted. The customer reports that theatres staff noticed bubbles and clumps were present in the remaining mixture not implanted.